Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted frayed cables on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Both pitch cables were also found to be loose at the distal end. The clevis did not exhibit any other damage. Additional observation not reported by site were derailed backend cable and main tube damage. The instrument's housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was found to be wedged between two pulleys and it had lost tension. The clamping pulley screws were still tight. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.075 - 0.200 in length and they were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.